Manufacturer narrative:
Correction d4 - primary UDI number initial: (B)(4). The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot did not identify an increase in complaint activity for this issue. Ticket trending review did not identify any trends regarding commonalities for lot 60907ud00 and complaint issue. Device history review did not identify any non-conformances or deviations with the complaint lot and complaint issue. The overall performance of the alinity I total b-hcg reagents in the field was reviewed using data gathered from customers worldwide. The patient median values obtained with the complaint lot 60907ud00 is within established limits and thus comparable to the historical lot performance, which confirms no systemic issue for the lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or product deficiency of the alinity I total b-hcg reagent lot 60907ud00 was identified.

Event description:
The customer reported a false positive alinity I total b-hcg result for one patient sample. The following data was provided: sample ID (B)(6) (serum tube) and (B)(6) (heparin tube) on (B)(6) 2024 initial result = 39.99 iu/l (positive) repeat results = < 2.30 iu/l (heparin tube) / < 2.30 iu/l (serum tube) (negative) repeat result on another alinity I module in the lab = < 2.30 iu/l (serum tube) (negative) there was no impact to patient management reported.

Manufacturer narrative:
A1 - patient identifier: (B)(6)(serum tube) and (B)(6)(heparin tube) from the same patient. All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false positive alinity I total b-hcg result for one patient sample. The following data was provided: sample ID (B)(6)(serum tube) and (B)(6)(heparin tube) on 05mar2024 initial result = 39.99 iu/l (positive) repeat results = < 2.30 iu/l (heparin tube) / < 2.30 iu/l (serum tube) (negative) repeat result on another alinity I module in the lab = < 2.30 iu/l (serum tube) (negative) there was no impact to patient management reported.